Event description:
Terumo received the following reported information: after patient had a diagnostic heart catheterization via the right radial artery, the rt placed the tr band on the patient's wrist with no complications. The amount of air put into the balloon was not indicated. The patient was then sent to post-op. After an hour, the nurse caring for this patient went to begin titration of air from the balloon and found that no air remained in the balloon at this time. There was not any noticeable damage to the device, and it was not manipulated in any way. The patient had experienced no bleeding and was stale with no other post-procedural bleeding complications. The band was put in a cup of water and the balloons were filled. Bubbles came out of the balloon; however, they could not identify where the bubbles were coming from. Hemostasis was achieved with the device, there was no blood loss, and the patient was stable. The product was stored on a shelf.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. E3: occupation: rt. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 11ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation port or balloon assembly. The sample passed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment and the sample passed leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter in the check valve. Review of the device history record cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.